Manufacturer narrative:
(B)(4), a review of the device history record was performed and no nonconformances or manufacturing abnormalities were noted. A review of the returned device showed that it was bent. All units go through a functional test and a bent unit such as this one would not be able to be sealed within the packaging. Based on the record review, the 100% testing of all units in the lot, and the examination of the returned unit it is determined that this complaint is not valid and it is likely due to operator error.

Event description:
Broke when inserting into the fascia. No patient injury. Additional information: the shield part snapped when he inserted into the fascia. Probably too hard and got caught. Nothing fell into the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Broke when inserting into the fascia. No patient injury. Additional information: the shield part snapped when he inserted into the fascia. Probably too hard and got caught. Nothing fell into the patient.